Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg) the patient experienced uncontrolled ventricular rate and other non cardiovascular symptoms. It was noted there was an elevated threshold and loss of capture. The device remains implanted out of service and a traditional pacing system was implanted. No patient complications have been reported as a result of this event.